Event description:
Procedure type: sigmoid colostomy. Patient gender: female. According to the reporter: the anvil could not be removed after the application. The stapler did not effectively cut through the tissue. A second device was applied and the anastomosis was successful. Surgical time was extended but it was not known just how long. No abnormal bleeding occurred. No patient injury was reported.